Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the residual glue broke off during surgery. All pieces were retrieved and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: the bead (at the white ceramic sleeve around the ablation sheet) loosened. Bead could be completely removed. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be during assembly the cleaning and the wiping instruction of the excess glue after applying was not performed. An excess force applied to the probe will contribute to the excess glue detachment, and protective measure such as in-process inspections. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the residual glue broke off during surgery. All pieces were retrieved and the procedure was completed successfully.